Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided.

Event description:
It was reported that the filter will not hold fluid. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection: the complainant returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. No damage was found on the components. Functional testing: the sample was set for accuracy testing using a pump to look for unusual function according to procedure. No discrepancies were detected on the sample and the test successfully passed. Results: the failure mode reported is not confirmed. Root cause cannot be determined and no actions are required since the complaint was not confirmed due to the fact the sample was tested and successfully passed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h4: correction: device manufacture date: updated